Event description:
Reporter noted the unit continued to aspirate for a short time with the foot postition in "0". Chamber collapse with a posterior capsule tear was noted at the end of phacoemulsion. Anterior vitrectomy was performed. The patient condition/prognosis is good.